Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally the samples returned to our facility were subjected to leakage testing; the results from our testing found the devices to be in proper working order under product specified usage. Unfortunately without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review

Event description:
It was reported that leakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "material no: 383319 batch no: unknown (provided but not sure 7301740 7327626) it was reported that the port/line appears to be blocked, and are easily coming out. Port/line appears to be blocked......it would not work and they are easily coming out happened yesterday 4/2 and the day before. 3 butterflies total but twice with one resident. No patient identifiers available."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "material no: 383319, batch no: unknown (provided but not sure 7301740 7327626). It was reported that the port/line appears to be blocked, and are easily coming out. Port/line appears to be blocked......it would not work and they are easily coming out. Happened yesterday 4/2 and the day before. 3 butterflies total but twice with one resident. No patient identifiers available."